Event description:
The patient contacted animas on (B)(6) 2012 reporting that for the past week the up arrow keypad button had a delayed response and required multiple presses to elicit a response. The patient denied damage or moisture to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn over the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow, down arrow, and contrast buttons were intermittently unresponsive. The ok button responded appropriately. There was evidence of contamination found under all button contacts.